Manufacturer narrative:
Assessment: infection: the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005) infection is considered potential risk of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions. In this particular case, after the assessment of the clinical evidence provided, the infection reported could not be confirmed due to lack of clinical evidence. Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: infection: ¿infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an implant present are harder to treat than infections in tissue without an implant. In the case of gluteal augmentation with silicone filled implants, since the anus is only 3 to 4 cm from the incision, it is recommended to staple or suture a gauze soaked with povidone-iodine over the anus during surgery. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after gluteal implant surgery. This is a life- threatening condition and its symptoms include sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms¿. Conclusion: additionally, regarding to the condition reported, establishment labs requested clinical information like the patient's clinical history, lab cultures, imaging reports and photographs where the condition reported can be confirmed. Once this information is provided, a complete revision will be performed in order to confirm the condition and define further actions.

Event description:
France- this was reported that a patient had an infection in her right breast.

Manufacturer narrative:
Investigation summary: quality department (pms) has received a complaint regarding a device from establishment labs, additional information provided in the "details" section. General conclusion: -event analysis: infection. After an analysis of the clinical evidence provided and the report, it was not possible to confirm the alleged event due to lack of clinical evidence. Refers to clinical confirmation task. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. -refers to phr section. Dfu review: -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection: ¿infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an implant present are harder to treat than infections in tissue without an implant. In the case of gluteal augmentation with silicone filled implants, since the anus is only 3 to 4 cm from the incision, it is recommended to staple or suture a gauze soaked with povidone-iodine over the anus during surgery. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after gluteal implant surgery. This is a life- threatening condition and its symptoms include sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms¿. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health as stated in the literature: the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005). ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (B)(4) vs(B)(4)) in a large study of (B)(4) patients undergoing breast augmentation.¿ (pittet et al, 2005). -trend review: establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.